Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It is reported that valve adjustment is not adjustable.

Manufacturer narrative:
The valve was returned in a plastic container, dry without liquid. The valve was at pressure level 18 cmh2o set. A visual inspection was performed but there were no deformities observed. In order to check a possible blockage of the valve, we performed a permeability test. This test is at a hydrostatic pressure difference of approximately 20 - 30 cmh2o in flow direction carried out. The test showed that the valve is not permeable. The valve was adjusted to step up and down all pressure levels in 5-step increments. The investigation showed that the valve was easy to adjust in all pressure levels. To measure the brake release force, we checked the valve with a brake force meter. Housing must be exercised to release the rotor to the valve, through the magnet integrated in the device. The brake function was positive. The measured values of the braking force are within the permissible tolerance. Based on investigation results, we could not confirm the reported event. No further actions are required.